Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Without the return of the product, the reported customer complaint of balloon burst could not be confirmed and no conclusion can be drawn as to what may have contributed to the reported event. There is nothing in the device history report review to indicate that there is a design or mfg issue.

Event description:
The pt was a (B)(6) male. The target lesion was left main. The lesion was a de novo, not calcified and not tortuous. There was 90% stenosis. Pre-dilation with a bc (fire star, 3.0/15mm) and ivus were conducted. A cypher (3.5/18mm: complaint product) was delivered to the target lesion without friction. When the cypher was inflated up to 5 atms, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under cag. Therefore, the physician retrieved the sds of the cypher and post-dilation with a bc (hiryu, 4.5/10mm) was conducted to further dilate the cypher stent. The procedure was finished successfully. There was no pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.